Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015, the patient was treated for an aortic abdominal aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, imaging identified a distal type I endoleak on the plc231000 with aneurysm enlargement of an unknown amount. It was reported the endoleak was caused by disease progression (dilatation) causing a loss of seal. On the same day, the right external iliac artery was coiled embolized and a device was implanted to extend from the plc231000 to treat the endoleak. Final imaging identified that the endoleak was resolved. The patient tolerated the procedure.